Manufacturer narrative:
Findings: pump received with intermittent esc, act, up and down arrow button response due to flattened button dome switches. The j2/lcd keypad connector was not found unlocked during visual inspection. Pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 230 mg/dl. The customer stated that every button she has to use pressure with her nail. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.